Manufacturer narrative:
Post-operative x-rays have been provided however pre-op films have not yet been made available. The surgeon was unable to retrieve the loose set screws so analysis of the parts will not be possible. A general review of the manufacturing and inspection records was performed nd no discrepancies were found. The patient's progress will continue to be monitored.

Event description:
Two denali set screws loosened approximately 2 months post-operatively. The patient was revised however, original set screws were left in the patient.